Event description:
Per the clinic, it was reported that the internal magnet has extruded through the skinflap. Revision surgery is planned; however, it is unknown if it has occurred, as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 and the patient was reimplanted with another cochlear device during the same surgery.

Event description:
Correction: the previous mdrs submitted on january 10, 2020 and may 20, 2022 were filed inadvertently. No extrusion or explantation has occurred. Per the clinic, the patient underwent a revision surgery on (B)(6) 2022, to replace the internal magnet. The implanted device remains.

Manufacturer narrative:
This report is submitted on october 15, 2019.

Event description:
Per the clinic the patient experienced a dislodged magnet (date not reported) following an MRI (tesla unknown). Surgery to reposition the magnet is planned but has not taken place as of the date of this report.